Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant suspected an (B)(6) male patient, presenting with acute myocardial infarction and cardiogenic shock, enduring hemolysis during use of the impella device. The patient's urine was red and ldh values were elevated. Haptoglobin was delivered as treatment.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
During support, the patient experienced renal failure and thrombocytopenia, the resolution for these issues is unknown. No further information is available.